Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 5 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 5 years of lvad support, the patient experienced a driveline infection that was treated with multiple antibiotics. The patient continued to decline and ultimately became obtunded. A decision was made to pursue hospice care. Lvad therapy was discontinued and the patient passed away on (B)(6) 2017. It was reported that the device was operating as expected. No additional information was provided.